Event description:
It was reported during the implant procedure that the lead was attempted but not used. During the implant attempt, the lobes deployed into the coronary sinus branch, pushing the guide catheter out of the coronary sinus. The lead was not implanted and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, blood was noted in the helix mechanism and on the distal conductor overlay on visual inspection.